Event description:
A patient underwent treatment for a thoracic aortic aneurysm with multiple gore tag thoracic endoprostheses. All devices were successfully implanted. As the 24 french tag introducer sheath was removed from the right iliac artery the vessel ruptured. Ultimately, the patient expired secondary to the rupture. The sheath was discarded and will not be returned to gore.

Manufacturer narrative:
Additional devices used associated with this event include: tg3720/lot #04511451, tg3115/lot #04012924, tg3710/lot #04680598 and bc2640/lot #04406935.